Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having difficulty charging. The patient's charger could not locate the ipg with no communication with the ipg. Reportedly, the patient had not charged the ipg in over 1 year. The patient had surgery to replace the ipg. Reportedly therapy was restored after surgery.